Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb bcg gen.2 (albumin) on a cobas c 503 analytical unit. The sample initially resulted in an albumin value of 0.227 mg/dl and it repeated as 3.28 mg/dl.

Manufacturer narrative:
Calibration and controls were acceptable. The field service engineer determined that a wash station needed adjustment. The sample probe was cleaned and adjustments were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.